Event description:
The pt is reportedly experiencing headaches and dizziness. The pt refused additional testing and programming. The pt is currently a non-user of the device. Revision surgery is under consideration per the pt's request.